Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 8 (motor controller fault detected) error message was confirmed during functional testing and archive data review. The root cause for the fault 8 was due to a defective motor controller board due to normal wear and tear. The autopulse platform was manufactured in 10 july 2008, and is over 12 years old well beyond the expected service life of 5 years. During visual inspection, the platform was observed with the encoder drive shaft exhibiting binding and resistance due to a sticky clutch. The root cause was due to wear and tear. In addition, missing screws are missing from the platform cover. The root cause is due wear and tear, or mishandling. These observations are not related to the reported event. During archive data review, multiple fault code 8 (motor controller fault detected) error messages were observed. During functional testing, the autopulse platform displayed fault 8 upon powering on. Confirming the reported complaint. The device motor controller's built-in fault detection system signals a fault. The root cause is due to defective motor controller board. After replacing the motor controller board and missing screws, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault, or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the auto-pulse (sn 22054) displayed fault code 8 (motor controller fault detected) error message. No patient involvement. .